Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical. The exact root cause is undeterminable as the issue is no longer reproducible. A successful zero pressure calibration was performed on (B)(6) 2022 11:58:47 (system time). Following with two times start up, no performance issues found. Inspiration valve failure or other hw failure were not visible on the logs. Assuming the issues could be related with peripheries connected with the unit or a blocked circuit during start up.

Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device has not been returned for evaluation. Vyaire performed unit zero pressure calibration, verification test and restarted unit. Issue is now resolved and the unit is return back in service. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that bellavista1000 us had 318 - inspiration valve failsafe failed or occlusion in inspiration tube prior patient use. Furthermore, the customer confirmed that the issue occurred before unit was placed on a patient, no patient associated with the event.